Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient that reported that she turned the programmer/system off completely until her new patient programmer was received to resolve the cramping sensation at the device location and the burning sensation at the electrodes. The patient notified her health care provider of this problem on 2016-04-13. After receiving a new patient programmer (for an unrelated external device issue), no problems had occurred and the patient has not had any other issues.

Manufacturer narrative:
Concomitant medical products: product ID: 977a175, lot# va0jjcs008, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a175, lot# va0jjcs008, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reported experiencing a cramping sensation where the implantable neurostimulator (ins) was implanted, and a burning sensation up and down the patient's back where the electrodes are located. The patient was experiencing these sensations even after having turned stimulation off. Indication for use included complex regional pain syndrome type I, and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.